Event description:
It was reported that the user experienced difficulty announcing a meal when the device displayed a ¿press and hold until you see drops¿ screen, and after guided troubleshooting the user exited that screen, saw the fork and knife icon, and was able to announce a meal. No reported adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer education and use guidance, device use review, and confirmation of normal operation with no alerts or alarms. Investigation of this case revealed use-interface confusion that was resolved through instruction, with the device and infusion set functioning as intended. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.